Event description:
It was reported the customer received a button error alarm. The customer's blood glucose was unknown. The customer's mother could not recall any significant events leading to the alarm. The mother also reproted there was a visible crack on the insulin pump's casing. There was also a crack at the upper right corner of the insulin pump's screen. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms and no traces of moisture were noted at the electronic or motor assemblies per our visual inspection. The insulin pump has cracked case at display window corners, reservoir tube, reservoir tube lip and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.